Event description:
The customer reported that the device is displaying an error of "speaker equipment malfunction" on the screen. They were not able to confirm if the speaker can make any sounds or not on the device. The device was in use on a patient. There was no report of patient or user harm. To resolve the issue, a replacement speaker was shipped to the customer's facility and the customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. The device remains at the customer's facility.

Manufacturer narrative:
Customer taking responsibility for repair.